Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. It was reported that patient is charging for around 2 hours at a time. The caller provided the following information from the clinician programmer: fair coupling on all days except for three days ave coupling: good on (B)(6) 1.7 hours, on (B)(6) 1.7 hours, on (B)(6) 1.8 hours, and on (B)(6) 2.1 hours caller noted getting excellent coupling very briefly in the office and then the pc read 'try again'. It was reviewed that caller can check ins depth and pocket and patient can consider breaking their charge sessions up if they feel 2 hours is a burden. No symptoms were reported and no further complications were reported/anticipated.

Event description:
Additional information was received from the patient (pt) and it was reported that needed to have two mris, however they couldn't place the device in MRI mode since they hadn't used or charged the ins for two years so the equipment couldn't find the device. Pt initially confirmed that the mris were unrelated to the device/therapy, however pt then stated that it was the same pain that they had always had but that the ins wasn't helping; pt the confirmed that there was not a suspected problem with the ins. Pss instructed the pt to attempt to recharge the ins, however pt stated that the controller might not have been charged enough to do so; pt noted that the controller had been plugged into the power supply for about an hour and that the light was flashing green above the screen. Pt stated that when they turned the controller on and unlocked the controller, the controller said looking for device but then couldn't find the device. Pss instructed the pt to disconnect the ac power supply from the controller and connect the rtm to the controller and attempt to recharge the ins; pt confirmed seeing no device found; pss reviewed passive recharge mode with the pt and had the pt select recharge on the no device found screen; pt saw the three numbers read as 94 94 95 on the trying to recharge screen. Pt then confirmed seeing the normal recharging screen with recharging excellent indicated. Pss offered to e-mail the pt the MRI mode instructions/pt accepted. Pt stated that before they stopped using the ins, they were having a lot of trouble recharging the ins as they kept losing connection. Pt stated that they had broken their arm and that they couldn't recharge the ins for a few weeks. Pt stated that when they went back to use the ins again, they recharged the ins and then realized that the ins really wasn't helping them so they just stopped using and recharging the ins. Pt stated that it was taking two to three hours to recharge the ins every three days.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). The hcp reported that no cause was identified for the charging 2 hours at a time and the physician controller reading try again. The hcp reported that it was unknown what actions/interventions were taken to resolve the issues. It was unknown if the issues were resolved.